Event description:
The customer called to report that she received a high bg reading (439mg/dl) before going to bed. She removed the pod and stated that the insertion needle was visible, which appeared to be bent. Another pod was placed to counter her high bgs. The suspect pod was discarded and will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.